Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 45169 was verified. The event log shows system fault 45,169 occurred. Service will replace the microprocessor board. Use testing was performed. The problem source is the microprocessor board.

Event description:
Information was received that the cadd solis vip pump had error 45169. No reported adverse effects.